Manufacturer narrative:
The investigation of the complaint has been completed. It is based on the problem description and received device logs. No part was returned despite requests. It was reported that the ventilator generated alarms indicating disabled valves and a communication error during startup. Our field service engineer replaced the control printed circuit (pc) board according to the recommendations in the service manual. After that the device was concluded to work properly. Evaluation of the received device logs confirms the reported technical errors on the reported date of event. If the underlying defect resulting in a control error or disabled valves occurs during ventilation, ventilation will stop and the user will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, the technical error code for disabled ventilation will be generated and ventilation cannot be started. The conclusion is that the reported issue was caused by a malfunctioning control pc board. The root cause of the confirmed technical error codes could not be determined due to lack of returned part.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating disabled valves and communication error during startup. There was no patient involvement. (B)(4).